Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 625 mg/dl the customer received assistance from wife attempting to self treat with a correction bolus via the pump. However, was treated intravenously with fluids of saline and insulin in the ER. The customer was released from the hospital the same day with issue resolved. A systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.